Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No delivery alarm, low battery alert, no rewind and no prime/fill anomaly during test noted.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin squirting during the priming and the insulin pump gives the no delivery alarm, rewind was slower. The customer¿s blood glucose level was unknown. The device will not be returned for the analysis.